Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump received with minor scratched lcd window.(B)(4)

Event description:
The customer's wife reported via phone call indicating that patient was hospitalized due to low blood glucose. Customer's blood glucose was 20 mg/dl. The customer was admitted to the hospital. Customer was unable to troubleshoot. The customer was advised that the device would be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.